Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter (husband) for the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2017, during the night. The reporter stated that the patient obtained alleged inaccurate high result of ¿94mg/dl¿ on the subject meter compared to less than 20mg/dl on a paramedic meter performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) including humalog 75/25 and reported taking less food and drink as a result of the 95mg/dl reading. The reporter detailed that as a result the patient fell in and out of consciousness, speech was slurred and was drooling. Paramedics were called and her blood was tested on the emergency medical service (ems) meter which provided the result of less than 20mg/dl. The reporter stated that on (B)(6) 2017 at 11:20 am the patient received unknown IV fluids from a health care professional (hcp). At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out and the test strips had been stored correctly and had not expired. The test strip vial was not cracked or broken and the patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from an hcp after the alleged device issue occurred.